Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified that the shaft was severely stretched at various locations along its length. This stretching is consistent with excessive tensile force having been applied to the device. As a result of the condition of the device it was not possible to test for insertion/removal difficulties through a sheath. An examination of the balloon found that the balloon had been inflated and was not refolded. No other damage was noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a difficulty withdrawing catheter occurred. The target lesion was located in the cystic duct artery. A 12.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The device was used to remove stone from the gallbladder track. After the stone was successfully removed, the physician tried to retrieved the balloon through a 25cm non bsc 7f guide sheath. However, the balloon was stuck and additional strength was required to remove it. Then, the physician forcefully removed the balloon catheter and after retrieval, the distal and proximal part of the catheter was deformed. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Event description:
It was reported that a difficulty withdrawing catheter occurred. The target lesion was located in the cystic duct artery. A 12.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The device was used to remove stone from the gallbladder track. After the stone was successfully removed, the physician tried to retrieved the balloon through a 25cm non bsc 7f guide sheath. However, the balloon was stuck and additional strength was required to remove it. Then, the physician forcefully removed the balloon catheter and after retrieval, the distal and proximal part of the catheter was deformed. The procedure was completed with this device. No patient complications were reported and patient's status was good.